Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure and mesh was used. The patient returned one week post operatively presenting with vomiting, constipation, abdominal distention, and abdominal pain. On (B)(6) 2012 the patient underwent a CT scan which showed a transition point. The patient then had a laparoscopy which determined that there was no bowel obstruction but the small bowel was grossly swollen and dilated. There did not appear to be any mechanical obstruction. The physician opines that the swelling seemed to be indicative of some sort of irritation/reaction. Additional information has been requested.

Manufacturer narrative:
(B)(4) constipation occurred. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01186. The same patient is represented in each medwatch.